Event description:
Patient has a bioglide disconnection requiring shunt revision. His CT scan showed the ventricles had enlarged and that his bioglide catheter was disconnected. The findings were discussed with his family and arrangements were made for revision.the reservoir was disconnected from the ventricular catheter. The hub of the ventricular catheter then fell out of the entry site. It was completely disconnected from the ventricular catheter bioglide tubing.====================== health professional's impression======================this is a known problem with medtronic bioglide catheter, and a recall has been issued. FDA recall #'s z-1124-2009 to z-1151-2009